Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the light blue main body. The insert chip was not returned with the sample to verify if solvent was present; however, there was evidence present on the female connector indicating the insert chip was present during assembly. The insert chip dislodged during separation/disconnection of the transfer set. There was evidence of solvent on the threads inside the barrel of the light blue main body. Functional testing was performed including leak testing, clear passage testing, and clamp function testing, and there were no issues noted. The reported condition was verified. The cause of the reported condition was determined to be manufacturing related cause by inadequate solvent application to the main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2021. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue female connector separated from the tubing of a peritoneal dialysis (pd) transfer set. This issue occurred after pd therapy while the customer was disconnecting the transfer set. To resolve this issue, the transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.